Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit shut down when 49 joules were reached while the 100 joule defib test was performed, and the device would not power up again. The complainant indicated that there was no patient involvement in the reported malfunction.